Manufacturer narrative:
The actual device was returned for evaluation.  Reliability engineering evaluated the device.  An assessment was performed on the device which found an e5 error. Therefore, the reported condition was confirmed.  The assignable root cause was determined to be normal wear over time.  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during service and repair pre-testing, it was discovered that the motor device ¿had an e5 error¿. The event with this event. All available information has been disclosed. If additional information was not related to surgery. There were no injuries or medical intervention associated ion should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The assignable root cause was corrected from normal wear to misuse, abuse and/or error. The actual device was returned for evaluation. Reliability engineering evaluated the device. Visual and functional assessments were performed on the device and it was observed that there was an e5 error and an electrical pin pushed back in the connector. The electrical pin pushed back in the connector was a result of the connector not being properly aligned and forced into the female connector when plugging it into console and pushing in the pin. This was what caused the e5 error code. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to component damage due to misuse/abuse and possible user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.